Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen ¿4000 mcg/mg¿ (dose 200 mcg/ml) via an implanted pump. Indications for use (IFU) were listed as head/brain injury and intractable spasticity. The baclofen lot number, the event date, and other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s medical history was noted as ¿none¿. The patient¿s catheter had fractured. The portion was removed from the body and discarded and a new spinal catheter piece was implanted. The patient was seen by a neurosurgeon as the parent reported the patient had lost efficacy. X-rays were obtained which showed a fractured catheter. It was unknown what led to the event and the issue was identified by x-ray. Interventions included implantinga new spinal piece for catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The pump was programmed to deliver 945 mcg/day prior to the revision of catheter. The patient was not receiving adequate therapy per report of parents for several weeks. Daily infusion rate programmed to 200 mcg/day post revision. The baclofen lot number, other medications the patient was taking at the time of the event, pertinent medical history, when the patient first experienced the lackof effect, and the cause of the fractured catheter were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.